Event description:
It was reported that during a generator replacement procedure due to normal battery depletion, high out-of-range shock impedance measurements of 126 and 146 ohms were observed on the right ventricular (rv) lead. Technical services (ts) was contacted, and ts discussed options. The rv lead remains in service. No adverse patient effects were reported.